Event description:
Customer, covidien, states the following: "customer states that on three different occasions they had problems extracting bone marrow from these needles with this lot number."

Manufacturer narrative:
Device was not returned to ranfac. DHR review was performed, and no issues were identified that would result in this type of performance.